Manufacturer narrative:
(B)(6). A customer from (B)(6) alleged discrepant results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. Given the available limited information, a systems assessment based on the available data of the alleged cobas liat analyzer s/n (B)(4) has been performed and no anomalies related to system parameters could be identified. The sample appears to be a low titer sample near the limit of detection (lod) of the assay. A reagent kit investigation has been initiated and is ongoing. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united kingdom alleged discrepant results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. Per customer problem report, patient sample (run#3213) generated a positive result on liat analyzer, for sars-cov-2 target with a CT value of 37.3. The same sample was retested on a different platform yielding negative result. Both positive and negative results were released. No harm alleged. Please note that another sample was alleged as a potential false positive, however, no run data or unique patient or additional information was available regarding this sample. Therefore, a single MDR is being filed to address both customer allegations in this report. Given the available limited information, a systems assessment based on the available data of the alleged cobas liat analyzer s/n (B)(4) has been performed and no anomalies related to system parameters could be identified. The sample appears to be a low titer sample near the limit of detection (lod) of the assay. A reagent kit investigation has been initiated and is ongoing.

Manufacturer narrative:
This is a follow-up report to provide the case conclusion for 2243471-2021-02921-00. Additional information was received regarding customer using off label media. This is not a recommended collection method. It could be possible that there is potential non-specific binding. Internal reagent kit investigation has been performed. Internal control amplification is robust for all runs. The patient samples have weak amplification and late CT values, consistent with low titer samples. Low titer samples that are near the lod may not generate consistent results upon repeat testing. However, since amplification is also observed in the media sample, other factors may have contributed to the positive results. Per additional information there could be a potential problem with the customer's workflow or environment related to contamination. Customer reported that the issue was resolved by changing reagent lot, however, internal testing of the alleged reagent lot has been performed and no issue was found. The customer¿s allegation was not reproduced, and no product problem was identified. (B)(4).